Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic vertical gastroplasty procedure, the surgeon connected the loading unit to the stapler, pressed the green button and tried to fire it. The handle moved normally but the firing mechanism did not work. The device did not fire even after a few trial. It was also reported that the reload worked properly with the new handle and did not demonstrate any problems. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.